Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they bite down their right side top and bottom contact each other but the left side does not touch. They also report that their canine tooth is scraping the bottom of the canine tooth above when they eat. This is chipping the tooth. Their jaw feels that it is not aligned correctly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.